Event description:
The customer reported via phone call indicating that the insulin pump alarm button error. Customer's blood glucose was 102 mg/dl. The customer stated she was trying to enter a bolus and her device started scrolling and let her not enter anything. Customer does not recall any significant events leading to the alarm. The customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with intermittent buttons due to light moisture damage to keypad traces. No button error alarms noted. No display ramping on its own anomaly noted. The insulin pump was received with minor scratches on lcd window.